Manufacturer narrative:
This event occurred during an unspecified date of year 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of intravia containers 250 ml capacity experienced disconnections and leaks from the port. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Pressure testing was performed and no leak was observed. A pull test was then performed with no separation noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.